Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the lens rotated one degree and the patient is experiencing remaining astigmatism. The patient has "esotropy." Additional information received reported the patient's pupil hardly dilates. The patient is experiencing blurry vision and has to wear a contact lens. The suture placed is covered with the contact lens. The patient's eye has an epithelium defect. The patient also experiences double vision when watching television or working on a computer with tired eyes.

Manufacturer narrative:
(B)(4).